Event description:
It was reported that the implantable pulse generator (ipg) was not charging at all, and the patient felt the lack of effect. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. The explanted device will not be returned due to facility policy.